Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the nurse call test failed. The circuit board has been replaced to address the issue.